Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information on how to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.